Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays confirmed that both leads migrated down to t12. It was noted that patient had an active lifestyle and had lost weight. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.